Manufacturer narrative:
The device was reprogrammed to distal coil to can. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted in the ventricular tachycardia (vt) zone. Additionally, a code was displayed on interrogation indicating an open circuit was detected during shock delivery. The implantable defibrillation lead shock impedance measurement was noted to be greater than 145 ohms. Shock impedance measurements following the out of range measurement were within an acceptable range. A commanded shock was delivered in distal coil to can in reversed polarity which yielded a 92 ohm shock impedance. No additional adverse patient effects were reported.